Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 177 mg/dl. Customer had treated their blood glucose with a bolus. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found insulin was able to exit from the customer's tubing. It was also found the customer had a button error alarm in their alarm history. Customer declined to finish troubleshooting due to the button error alarm . Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.